Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that orders were not crossing over. A technical support specialist (tss) had noticed that the error states showed a dequeue error and a connection timeout. The tss had verified that the relevant knowledge article had already been applied. The tss then stopped all becton dickinson services on the application server and restarted the sql server service on the database. After the services were restarted on the application server, the tss found that messages had started processing to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, all the orders are not crossing over. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, all the orders are not crossing over. There were no adverse events or injuries reported due to this event.